Event description:
It was reported that during a lobectomy procedure, the device fired staples, but they did not form b's. This device was disposed of and not available for return analysis. Packaging only will be returned. Case completed with a like device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.